Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were hard to press and need to press more than once on insulin pump. Customer¿s blood glucose was unknown. Customer stated that insulin pump had scratched on screen and had rejected new battery. Insulin pump will not be returned for analysis.